Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level was 540 mg/dl with a high ketone level. A correction bolus was delivered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.